Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was between 400mg/dl and 500mg/dl. The customer's most current level was 236mg/dl. The customer states they have treated high levels with manual injections. Troubleshoot for the high blood glucose was conducted. The cannula was noted to be bent. The customer was advised to conduct a set change and monitor the device. The customer is being sent replacement sets.